Manufacturer narrative:
The customer did not submit pt sample for investigation. Mts was not able to confirm the customer's complaint with the info provided. Based upon the results of the investigation, sample is a subgroup of the a antigen expression reacting negative in the anti-a gel. Product malfunction could not be identified. However, mts cannot rule out gel card as a contributing factor. Labeling for the anti-a, anti-b, anti-a, b gel cards cautions the user as follows: the anti-a and anti-b gel reagents may not detect some weak subgroups of the a and b antigens. The use of the anti-a, b card may better detect these weak antigens. It is expected the gel card containing anti-a and anti-a , b will not detect some very rare weak examples of the a or b antigen suppressed or diminished expression of certain blood group antigens may give rise to false negative reactions. For this reason, caution should always be exercised when assigning the abo type. Abo serum or plasma tests should always be performed as an adjunct to abo cell grouping tests. Any discrepancies between the cell and sera grouping results must be resolved before the abo grouping is assigned. In this case, the customer was performing validation testing of the manual gel method and the results did not match those obtained with an alternative method, preventing erroneous results from being reported. However, a false negative result may lead to the misclassification of a pt's abo group. This has the potential to lead to transfusion of abo incompatible blood with risk of death up to 10%. For this reason, incident is considered reportable.

Event description:
The customer reported that a pt's sample failed to react in the anti-a microtube using mts a/b/d monoclonal grouping card lot # 040606053-02 (exp. 07 jan 2007).